Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during setup for a lymphatic cyst removal, when the device was removed from the box the jaws were stuck together. When the doctor pried the jaws open a piece broke off. The procedure was completed with an alternate unlike device with no patient consequences reported.